Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. The blood glucose of the customer was unknown. Customer stated that the insulin pump was dropped,but not exposed to any magnetic field. Customer stated that the drive support cap appeared normal. Customer was unable to exit rewind mode. The self test was unable to perform due to the pump was stuck in the rewind loop. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.